Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred (alarm 1). Customer's blood glucose level was 200-300 mg/dl. Customer had insulin pens as alternate insulin therapy.